Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure there was a sudden drop in blood pressure. Echocardiography confirmed a pericardial effusion (perforation). Urgent blood drainage was undertaken. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.